Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was unable to be reviewed as we were not able to obtain the serial number for the iabp associated with this complaint.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) will not charge batteries. The event occurred before use/procedure. There was no patient involvement, therefore no adverse event was reported.

Manufacturer narrative:
On (B)(4) 2018, we confirmed that this complaint event was duplicated in our system. Please note that all relevant information for this complaint was captured and submitted under the mfg report #2249723-2017-00533.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) will not charge batteries. The event occurred before use/procedure. There was no patient involvement, therefore no adverse event was reported. Please refer to medwatch # (B)(4) for information on this complaint event.